Event description:
On (B)(6) 2012, pt's father reported the infusion device is acting strangely. Father stated the device "wigs out, it acts like it is punching buttons" on its own. Father reported the pt was awakened last night by the infusion device buzzing. Father stated the pt switched to the backup infusion device at that time. Father reported he watched the infusion device carefully this morning. Father stated it was sitting on the table on a plate and all of a sudden the device would act like the buttons was pressed and it would go into the standard bolus screen. Father reported no buttons were pressed at that time. Father stated there were no alerts or errors that appeared on the screen of the infusion device. Father reported he inserted a new battery and attached a new battery cover; did not prevent the device from going into the bolus screen when no buttons were pressed. Father stated the pt reported this occurred in the past a couple of times but he continued to use the infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.